Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: 5038-58 lead; implanted: (B)(6) 2000. (B)(4).

Event description:
The right atrial (ra) lead was explanted and replaced with no alleged product issue. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.